Event description:
Boston scientific received information that during a device upgrade procedure, oversensing was observed when the pacemaker was removed from the pocket, which caused a loss of right ventricular (rv) lead pacing. The patient had an escape rhythm in the 30 beat per minute (bpm) range. An attempt was made to interrogate the device, at which time a message had displayed stating a pulse generator fault had occurred and the device was unable to be interrogated. It was noted that the patient had undergone an atrioventricular node ablation at the time of the change out. There were no adverse patient effects reported. The device was successfully upgraded to an cardiac resynchronization therapy defibrillator (crt-d) and a new right ventricular (rv) lead was implanted, however the rate/sense portion of the lead was capped and will be used for defibrillation purposes only. The existing right ventricular (rv) lead was connected to the is-1 port in new device and remains in service.

Manufacturer narrative:
The lead remains implanted and in service with the new device. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.